Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, the usb pins were found to be damaged.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 400 units of insulin. The pump screen had turned off and the screen stayed dark even after plugging into a power source. The customer's blood glucose level was not impacted. The customer was to use insulin injections to manage diabetes.